Event description:
This patient died from a bleeding complication related to friable tissue after an otherwise successful transapical tavr procedure. As reported, the surgeon began removing the sheath and began to close the apical access site. Rapid ventricular pacing (rvp) was initiated to lower the blood pressure while the sutures were tightened. Approximately 20 minutes had passed and the surgeon had not finished closing, and was having trouble controlling the bleeding and the sutures were not closing the site adequately. Closing the apex continued, after another 90 minutes had passed the patient's blood pressure was slowly dropping and the team could not maintain an adequate pressure. Resuscitation was briefly initiated but was unsuccessful and the patient expired within a couple of minutes. Initially, the patient underwent an off-label mitral bio-prosthetic valve in valve implant. The mitral valve had been replaced approximately 10 years ago with a hancock ii bio-prosthetic valve and had become severely regurgitant. A sapien xt, 29mm valve was advanced and positioned across the prosthetic mitral valve and deployed 10:90 (atrial:ventricular) in relation to the prosthetic valve's radiopaque sewing ring. There was trace pvl after deployment but otherwise everything had gone smoothly. Per report, the tissue was friable and would not close adequately with the purse string sutures or a patch.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report, the myocardium was soft and would not close adequately as the tissue was friable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.